Event description:
At implantable neurostimulator replacement surgery the doctor tried to unscrew the left side extension. Some of the extension contacts remained in the neurostimulator (see mfg report # 3004209178201005374). A week after replacement surgery, the pt felt no stimulation sensation. The pt had waited 1 week after surgery to recharge her new device. When she tried to do so, she was unable to make a connection with the pt programmer or recharger. A second revision surgery was scheduled for (B)(6)2010. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Event description:
This is a spontaneous report received by baxter (B)(4) on the 23 apr 2010 from the pharmacist of the (B)(6) in (B)(6) from a female patient(B)(6). The patient reported that during the use of the folfusor sv 4 ((B)(4)/ batch 09m046) the reservoir bursts. The infusor was connected on the 16.04.2010 and lasted 15min. The folfusor was filled with 125ml nacl and meronem. After being prepared, the folfusor was stored in the fridge until 6 hours before it was ready for use. The patient also pointed out that the delivery of the infusor is no equal all the way through (until it burst). No customer injury has been reported for this complaint. Three units affected / samples available

Manufacturer narrative:
(B)(4). One used sample was received. Visual examination of the sample confirmed a ruptured reservoir in a footed position. No other observation was noted on the sample.

Manufacturer narrative:
(B)(4). The root cause for this issue is being investigated through CAPA (corrective and preventive action) investigation CAPA (B)(4). A batch review has been performed. The lot met the acceptance criteria for release.